Manufacturer narrative:
Concomitant medical products: product ID 4068-58 lead implanted: (B)(6) 1996.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds, rising and high impedance, as well as undersensing of the r-wave. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.